Event description:
It was reported that the coil detached in a non-target location and had to be retrieved from the patient with a snare catheter. An embold fibered detachable coil system was selected for use as the first coil in an embolization procedure to treat pulmonary arteriovenous malformations (avms). The target lesion was accessed from the femoral vein and was reported to have moderate tortuosity. During advancement to the target location, the coil had to be rewound three-to-four times due to the device slipping within the vein. It was visualized that the coil had begun to unravel as a result of this. It was attempted to remove the delivery shaft by folding the perforated section of the proximal delivery wire, which resulted in the pull wire breaking externally to the patient and the coil detaching inside the patient. The coil was approached contralaterally and retrieved with a snare catheter. No device fragments remained within the patient. The device was replaced in order to complete the procedure. There were no further adverse consequences reported for the patient.